Event description:
It was observed during the the device inspection, that the bronchovideoscope exhibited peeling of the coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, based on the results of the investigation, it is likely that the reportable malfunction have occurred by applying the following of physical stress such as rubbing or hitting the insertion section, chemical stress from performing reprocessing against the IFU, and stress by inferior storage environment to the insertion section. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. Olympus will continue to monitor field performance for this device.